Manufacturer narrative:
Additional information added to h3 and h6. H10: the actual device was not available; however, 3 photos of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The visual inspection on one photo revealed a small amount of residual blood on the blood side after treatment. There was no blood visible on the dialysate side. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, an internal blood leak occurred on two units of revaclear 300. There was no patient injury or medical intervention associated with this event. No additional information is available.